Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance of a continu-flo solution set in which the unknown top port on the set cannot be accessed with an unknown secondary set during an unspecified process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in a companion sample for an evaluation. Prior to flow testing each y site, it was visually inspected for re-knit. Each y site was checked for flow and there were no obvious defects noted and no re-knit glands were found. The set primed and flowed normally. The y-sites flowed normally. Because the returned samples performed as designed and the reported issue was not replicated, the complaint will not be confirmed. The cause of this reported condition has not been identified. A batch review was performed on the reported lot with no deviations found.